Manufacturer narrative:
This event was recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit doesn't activate with nitrogen gas. On (B)(6) 2017, it was clarified that the issue occurred before surgery. The device has been used once or twice before this malfunction. There was no medical intervention or additional surgical procedure required. There was no harm or injury reported. Another device was used to complete the surgery. There was no extension or delay reported. The surgical technique was followed. An additional skin graft was not required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor did not run so the motor speed could not be measured. The hose also had a leak. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, thickness lever, bearings, seal and retaining ring, motor, poppet assembly, and hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review there was a leak in the hose and the motor was inoperative. The cause of the device not activating with nitrogen gas was due to the leak in the hose and the inoperative motor. The root cause of the device not activating with nitrogen gas could not be determined with the provided information since it is unknown how the leak or motor issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit doesn't activate with nitrogen gas. No harm, no delay reported. It was before surgery. Another device was used to complete the surgery. Product inspection found that there was a leak from the hose. No adverse events have been reported as a result of this malfunction.